Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit was broken and therefore the insertion pipe did not rotate smoothly and therefore the leakage current was inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the r-unit (charged coupled device) was broken on the rigid video scope. There was no patient involvement.